Manufacturer narrative:
(B)(4). (B)(6). Investigation summary: customer returned a photo of a safe clip. Customer states that the cutter either becomes blunt, or it rusts. A photo was examined and exhibited material surrounding the cutting hole of the safe clip. The most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: this usually results after normal use of the product. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd safe-clip¿ needle clipping & storage device became blunt or rusted over time.